Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.

Event description:
Report provided by the end user states that they have experienced red, itchy and sore skin. The adhesive is intact and there is no rash under the white collar. Samples of an ostomy powder were sent and it was suggested that the end user began using the powder instead of the barrier wipes. The patient subsequent outcome was not noted.